Event description:
It was reported that the customer received a motor error alarm while attempting to deliver a bolus. The customer's blood glucose was 210 mg/dl. The customer uses the sensor feature on her insulin pump and was advised to that a false motor error alarm could be caused by viewing the sensor glucose graph while delivering a bolus. She was able to successfully rewind and prime the insulin pump without receiving a motor error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump passed the rewind and basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The motor was tested outside of the device and passed. The insulin pump had a cracked case near the display window corner, cracked battery tube threads and a cracked reservoir tube lip.